Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported that the patient experienced pain at the ipg site. The device was removed and the patient has recovered without sequelae. There have been no reports of further complications regarding this event.